Event description:
It was reported that the pt was to have generator replacement surgery, but this has been cancelled for now due to the pt having a "chest abscess". No further info is available regarding the cause or nature of the abscess. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.